Event description:
New event information: a distributor reported an end user experienced an issue when using a 14cm solero applicator. Mwa liver lesion. Liver lesion had lipiodol staining in it. Solero applicator was tested as per IFU for 140w, 1minute. It was percutaneously placed into the lesion and a 140w 5min burn was completed.tract ablation was attempted but "high reflected power" error message occurred three times. Tract ablation was abandoned and applicator was removed. Upon removal the broken tip was identified. During tract ablation, the console sent an error message stating readjustment of the probe required - unable to deliver the required 100w for tract ablation. Three attempts were made, two times with readjustment with no success (console sending same messages each time). The probe was subsequently removed. However, we noticed that the ceramic portion of the tip (approximately 1.3 cm) was detached. The removed part of the probe demonstrates a heat fracture (clean cut with no ragged margin). Repeat CT demonstrates well embedded tip of the probe not protruding out of the liver capsule. MRI compatibility query by doctor. Additional information: no difficulty placing the applicator into the lesion. No lateral forces applied when positioning the applicator. Far away from ribs, no bending. Combined CT and us guidance. Drapes were used to help support the applicator. The tip will remain in the liver lesion. It would be more invasive to remove the tip than the risks of leaving it in-situ in the lesion. Dr (B)(6) has been using solero since feb 2020. He is a very experienced user with this device. Dr (B)(6) was trained by fellow colleagues on the device as well as a getz healthcare representative. The total time of the ablation was for the whole procedure:140w, 5minutes.

Manufacturer narrative:
Received one (1) 14cm probe. The device was returned with the device tubing and cable severed from the cartridge as it was cut off prior to return. A portion of the ceramic tip, semi rigid center conductor, ceramic cylinder and end washer have detached. This appears to be a thermal event that severed the center conductor, fractured, and detached the ceramic tip.there no were signs of obvious external physical forces applied to device to cause damage. The cause of this type of thermal event could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." Note: the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 14cm solero applicator. Mwa liver lesion. Liver lesion had lipiodol staining in it. Solero applicator was tested as per IFU. It was placed into the lesion and a 140w 4min burn was completed. 3 x attempts at tract ablation were done however each time the solero generator had "high reflected power" error message appear. Tract ablation was abandoned and the solero applicator was removed. It was noticed that the solero tip had broken off into the pt. A CT was done, showing 1.3cm ceramic tip in the lesion.